Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Almost choked on food [choked on food]. This case was reported by a consumer via call center representative and described the occurrence of choked on food in a (B)(6) male patient who received double salt dental adhesive cream (corega fresh denture adhesive cream) cream (batch number m68a, expiry date 23rd may 2021) for product used for unknown indication. This case was associated with a product complaint. On (B)(6) 2021, the patient started corega fresh denture adhesive cream. On (B)(6) 2021, an unknown time after starting corega fresh denture adhesive cream, the patient experienced choked on food (serious criteria gsk medically significant and other: gsk medically significant) and inappropriate dose of drug administered. On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the choked on food, inappropriate dose of drug administered and product complaint were unknown. It was unknown if the reporter considered the choked on food to be related to corega fresh denture adhesive cream. Additional details: adverse event information was received via call center representative on (B)(6) 2021 and it was reported that, "the consumer complained about corega denture adhesive cream fresh mint 40 grams (primary lot :m68a, exp: 23-may-2023, the box was not available). The cream does not fixate, it has to be reapplied every three hours, the consumer uses it 6 times a day. Yesterday he almost choked on food, due to the fact that the fixation was lost and the denture fell off. Started using (B)(6) 2021. The consumer contacted the doctor, the doctor feels resentment, there are no issues with the denture or its fit. The consumer is unhappy with the situation, he said that everything is good in the advertisement, but in fact it's not. He asked if we were from (B)(6)." Follow-up information was received on 04 jun 2021 from quality assurance (qa) department regarding complaint (B)(4). No sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. The batch number provided is also invalid. On this basis we are unable to investigate this complaint further. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Complaint was concluded as unsubstantiated.